Event description:
It was reported to boston scientific corporation that an injection gold probe was used for an upper esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the injection needle failed to retract back into the sheath. Reportedly, while withdrawing the device, the needle damaged the scope, which had to be sent out for repair. The case was completed with this injection gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used for an upper esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the injection needle failed to retract back into the sheath. Reportedly, while withdrawing the device, the needle damaged the scope, which had to be sent out for repair. The case was completed with this injection gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with a kink approximately 121.5cm from the ceramic tip. Functionally, when the handle was actuated, the needle was unable to retract. The catheter was dissected and the hypotube was found to be fractured at the kink side, thereby causing the reported failure. The condition of the returned incident device was consistent with the complaint that the needle failed to retract. The evaluation attributed the retraction issues to the fractured hypotube. The fracture likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.